Event description:
It was reported that the patient was hospitalized due to septic shock and a device pocket infection approximately two months after the implantation of the bi-ventricular defibrillation system. It was further reported that there was vegetation noted on the right ventricular lead tip segment and the patient's blood culture was positive for streptococcus. The patient received intravenous antibiotic therapy and required intubation, dialysis due to renal failure, and surgical removal of the defib system. The patient was reported to be enrolled in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found. Concomitant products: dtba2qq, bi-ventricular defibrillator, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013; 429888, implantable pacing lead, (B)(6) 2013; unk-comp-accessory, unknown implanted. (B)(4).